Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alarm noted during test. Pump received with cracked case at the display window corner, missing reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test now without getting a low battery alert. The customer¿s blood glucose level was 264 mg/dl at the time of the incident. The customer was treated with manual injection. Customer was assisted with troubleshooting. Customer stated they received a second failed battery test . Customer was advised they may continue to wear the insulin pump until replacement arrives. It was advised a replacement will be sent and to revert to a back-up plan. The insulin pump will be returned for analysis.